Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s 1627487-2011-00398 and 1627487-2011-00406. The pt was implanted with an scs system on (B)(6) 2011, including an ipg single percutaneous lead, and a lead anchor. It was reported that the pt experienced numbness in her left leg shortly after implant. Her scs sys was explanted as a result. Further investigation revealed that the pt had a contusion on her spinal cord; however, no hematoma was present. F/u on this matter found that there was significant improvement regarding the reported symptoms once the pt's lead was removed. No further info is available. The explanted products were discarded.